Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic and reported feeling discomfort. Upon examination, it was found that the patient's pacemaker had migrated in the device pocket, leading to the discomfort. The device was revised and anchored back down on (B)(6) 2021. The patient was stable before, during, and after the event.